Event description:
Fsr screw failed to break off correctly resulting in a fracture of a lesser metatarsal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.